Manufacturer narrative:
An investigation of the reported condition was performed. After visually inspecting the sponges, it was unconfirmed that the sponge was sticking to the top of the package, it could have been dislodged during transportation. It is confirmed that there is fraying of the sponges. The returned product did not meet quality release specifications. The root cause of this condition comes from gauze sponges being placed into trays and if they are taller than the top of the tray the lid will press down the sponge when in the lidding process of packaging. If the gauze sponge does not settle down to the bottom of the tray when it comes to sterilization cycle, then the heat from the sterilization will activate the glue that is along the lid, causing the gauze to become stuck to the lid of the tray. Potential root cause is during the slitting of the gauze into slit widths, the pinking blades may not have been sharp enough to have a clean cut that could have caught a fiber to give a fraying appearance. Also, fraying or raw edges can be caused by the way the gauze is folded for the pad, causing the edges to peek though giving the appearance of fraying. Fraying is threads snagged on a burr on the cross-fold paddle and/or fingers during the folding process. Sampling plans are in place for production at beginning, middle and ending of the lots for issues. Fraying is one of the checks that is performed on every lot created. A remediation team is being put together to review this complaint. All device history records (dhrs) are reviewed by the shift manager and quality assurance prior to release. For sterilized products, the DHR and the sterilization documents undergo further review prior to release to the distribution center. Prior to a lot¿s release, the lots must be deemed acceptable by-passing inspections that are based on a valid sam pling plan. Inspectors routinely examine a statistical sample both physically and visually. The lots met all defined acceptance requirements and was released. No complaint trend exists, therefore, no formal investigation action is required at this time. This information will be utilized for trending purposes to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the gauze is sticking to the top of the packaging when opened. The glue on the seam has leaked into the package when sealed. During the investigation, the investigators discovered the product was also fraying.